Event description:
It was reported that when using the bd pyxis¿ medstation¿ es communication issues were observed across all pyxis machines followed an epic update performed the previous day. Users reported that the stations were responding very slowly, similar to the issue currently being experienced at cuh (clements). The issue affected all machines at the facility. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into server and validated health sight viewer (hsv) with no recent communication issues. Tss then dialed into the station and confirmed no connectivity popup errors. Sent email to customer requesting validation that everything was working as expected. Customer replied that there had been a system-wide update on that day and confirmed everything was functioning normally. The system functioned as intended after the technical support specialist investigated the device.